Event description:
During follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Analysis of the device image indicated average monthly voltage and that current trends were normal. Analysis of the device image showed that device was set to auto-capture. When the device is set to auto settings the pacing may change based on requirements of the patient and may cause change in estimated longevity. Further analysis did not find any anomaly and battery was at its elective replacement indicator (eri.) A longevity assessment was performed, and the device exceeded its projected longevity.